Event description:
Two devices (part #cev114m) were returned to mxi service and repair.

Manufacturer narrative:
Device two of two: cev114m (lot#130104) - mfg date: 01/2013. Two devices (part#cev114m-lot #121101/130104) were evaluated and indicated that the instrument sheath showed signs of impact. The blades present scratches and the edge was slightly damaged. A slight misalignment of the blades was noted which could be the source of the reported malfunction. The blade misalignment at the root of the cutting problem was very likely due to application of lateral force during use and excess abrasion during use or reprocessing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(6). (B)(4).